Event description:
The MFR received information alleging a ventilator's remote alarm connector was broken. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. The device had damage consistent with being dropped. The device's interface board was replaced to address the issue.